Event description:
A patient underwent a thrombectomy and atherectomy procedure using a rotarex device. During the procedure, a high pitched sound was noted upon contact with the lesion, and blood flow was slow. Consistent flushing was performed, however, there was no improvement. Subsequently, the helix detached from the catheter and remained inside the patient. The helix was successfully retrieved and the procedure was completed using other device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.